Event description:
I had coolsculpt done to my stomach 3 months before my wedding. I only did it once. After a month my stomach started to change. I started noticing that my pants were harder to button. I mentioned this to the cs person and she said my stomach looks great and it's only going to get better as time goes on. By month 2 my stomach was huge! I looked 9 months pregnant and my stomach was so heavy that when I was sitting it out so much pressure on my bladder that I had gone to urgent care 2 times because I thought I had a uti which I learned I didn't. I started keeping pictures and then finally reach out to the tech again with pictures and she informed me it was pah(paradoxical adipose hyperplasia). I contacted allergan and sent them pictures. They told me to go to a doctor and get a quote for treatment then submit it to them for review. The plastics doctor I met with informed me I would be very unhappy and possibly disfigured if I did liposuction because I was so large and liposuction would not be able to yield a good result so my only option was a full tummy tuck. Needless to say I would never have voluntarily signed up for such an invasive procedure let alone just a couple of months before my wedding. I had the surgery which they paid for and made me sign an nda(nondisclosure agreement) that stated I could not come back for more even if it came back or other issues arised. I sign it because I was desperate and now I am still dealing with disfigurement that I am afraid to address out of fear that it will make it worse.